Event description:
The facility reports a pump with a broken door. Details were not available regarding the set up of the infusion device. Information regarding whether or not the device was in use on a patient when the problem was found also available and no additinal contact information was provided. The hospital representative stated they have no record of any patient incident involving the pump, since the last baxter service event.